Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, and subsequently expired (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-00617, 1225714-2014-00618, 1225714-2014-00619, and 1225714-2014-00620.